Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 40 mg/dl, 95 mg/dl, 65 mg/dl and 35 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs optium neo meter and precision strips were reviewed and the dhrs showed the fs optium neo meter and precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 40 mg/dl, 95 mg/dl, 65 mg/dl and 35 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of the death, serious injury, or mistreatment associated with this event.